Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (displaying an error when charging battery) has been confirmed. Upon evaluation, the battery charger/modem was unable to recognize or charger a battery pack. The cause for the failure was isolated to an internally shorted q1 current-controlling transistor on the charger bedside board. The cause of the shorted component was liquid contamination of the battery board. The root cause for the contamination was unable to be positively determined, but likely liquid ingress of an unk contaminant. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the charger/modem was displaying an error code when charging a battery pack.